Event description:
A reliant stent graft balloon catheter was inserted into the patient for further expansion of another manufacturer's stent graft. Vessel and aneurysm morphology are unknown. It was reported approximately 16 months ago a reliant stent graft balloon was used in a case and the balloon had burst. Another manufacturer's stent graft company reported that the reliant stent graft balloon catheter, balloon burst. It was reported that there was no additional clinical sequelae to the patient and no further events were documented. The patient is fine. Please note that this device (lot number 710862) is distributed outside the united states, however it is similar to the united states distributed product.